Event description:
Rptr stated that a comparison between rptr's surestep meter and a hcp meter was 122 mg/dl (ss) and 400 mg/dl (hcp), respectively. Rptr was urinating frequently and feeling shaky, nervous and thirsty at the time the tests were done. There was no allegation of harm.